Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the tip of the coil broke during the procedure when coil sheath was pressed too heavy on the hub of the micro catheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the coil possibly broke due to pressing the coil sheath with too much force on the microcatheter hub during use. Based on the information currently available, an assignable cause of handling damage will be assigned to this event.

Event description:
It was reported that the tip of the coil broke during the procedure when coil sheath was pressed too heavy on the hub of the micro catheter. There were no reported clinical consequences to the patient.